Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip is not clamped and the original wing cap has been replaced with red closing cone. Big top cap is opened and discofix cap is removed. No crystallized residue is observed at filling port. Additionally, detected crystallized residue at male luer lock. Red closing cone is removed. No flow detected. Complaint sample is left for 30 minutes. The pump remained not flowing. The complaint sample is blocked. No other deviation is observed. Analysis: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at point a (microbore tube, before male luer lock). Immediately detected flow. Therefore, blockage contributor is narrowed down to section a. Section a is brought back to bmi for decontamination and further investigation. The rest of the pump are disposed at the hospital. After decontamination process is done, crystallized residue at male luer lock is manually removed. Then, section a is purged with air to check for flow. No air bubble detected. Section a is blocked. After purging some air into section a, additionally, detected air bubble trapped between microbore tube and glass tube. Section a is then tested with leakage test. No air bubble detected. Section a is then dissected into section a-I (microbore tube + step down tube) and section a-ii (step down tube + glass tube). Section a-I and a-ii are then tested with leakage test. Both sections are flowing. Conclusion: complaint sample is blocked due to crystallized residue inside male luer lock, followed by blocked due to air bubble from the initial purging during investigation. Therefore, the complaint is considered as not judgeable. Justification: not judgeable.

Manufacturer narrative:
(B)(4). We received one used, (half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. In as-received condition the white clamp is closed and the patient connector was not closed. The original wing cap was not handed over by the customer. A blood reflux as described by customer we could not detect. Further on, we detected residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. In addition, a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did not work (solution does not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution does not running). Leaks were not detected. The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)portugal): on the day of removing the infuser (48 hrs) with fluorouracil it was verified that it did not perfused in its entirety. Permeable catheter with blood reflux and with opened clamp. The treatment was not administered in its entirety.